Event description:
The catheter started to show high icp value after some time. The center decided to give patient medicine for that and then decided to change icp catheter which then showed that icp was not to high. The center gave the patient treatment for high icp unnecessary.